Manufacturer narrative:
MFR has received no similar complaints with this pt circuit; therefore, this has been determined to be a random and isolated event.

Event description:
A respiratory therapist from the home healthcare company reported, "the pt's mother said, her son complained he was fighting to breath, although he can breath on his own for just a few minutes. When the nurse ran her hand down the tubing, she found a hole in tubing". No leak test was performed on circuit prior to use. Circuit was replaced which corrected condition. In 2007, the respiratory therapist reported, "I picked up the circuit from the pt's home. This does not appear to be damaged caused by heat." He reported, "there appears to be a small hole and appears to be a void in the plastic".